Manufacturer narrative:
(B)(6).one truepass needle, single pack, sterile device was returned for evaluation of the reported complaint mode, "broken needle". Review of the returned needle confirmed that the tip of the needle is broken. The returned portion of the needle was dimensionally measured in thickness and width and confirmed to be within specification. The weld is intact and the needles demonstrate evidence of duraglide over the required length. Based on the reported information it appears the needle may have encountered a rigid body that contributed to the breakage. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. No additional action required at this time. (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, using truepass needle, single pack, sterile bx 5, 2mm of the end of the true pass needle broke off. All remaining broken pieces were removed being confirmed by taking x-rays. There was a procedural delay of 25 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.